Manufacturer narrative:
The distal and proximal parts of the stent warped during flushing during prepping which was further clarified as strut uplift. The device was changed to a similar device to complete the surgery which was successfully completed. There was no report ton patient injury. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The device was returned for analysis. A non-sterile unit of shrt gen / pro 24 x 80 per 135cm stent delivery system was returned. Per visual analysis the catheter body showed no damages. The distal and proximal sections of the stent were observed bent and uplifted. Per microscopic analysis the initial observations were confirmed with strut uplift in the proximal and distal sections. A device history record (DHR) review of lot 16108472 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent- strut uplift-during use (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the strut uplift could not be determined during analysis. Handling or procedural factors may have contributed to the event. According to the instructions for use, prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Do not attempt to remove or readjust the stent on the delivery system. Hold the tray in one hand. With the other hand, gently grasp the hub and carefully remove the stent/delivery system from the tray. Remove the introducer tube from the tray and discard the tray. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. The minimal acceptable sheath french size is printed on the package label. Do not attempt to pass the delivery system through a smaller size sheath introducer than indicated on the label. Caution: always use a csi for the implant procedure to protect the puncture site and, in the case of biliary stenting, the liver tract, and to avoid dislodging the stent from the balloon. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A lot number was provided, 16108572, but the number could not be verified as valid. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported by the surgeon that the distal and proximal parts of the stent warped during flushing in prepping which was further clarified as strut uplift. The device was changed to a similar device to complete the surgery which was successfully completed. There was no report ton patient injury. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. There was no difficulty prepping the device. The device was returned for analysis.

Manufacturer narrative:
The correct lot number was received and updates were made. Additional information is pending and will be submitted within 30 days upon receipt.